Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. (B)(6). The initially reported reportable malfunction event regarding damage will be included in the second quarter 2019 vmsr filing. Device evaluation: the product is not available. It was disposed of the day of the case. Therefore, the complaint issue could not be verified. A product testing could not be performed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed no additional investigation request for this production order number has been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had missing component specified as tip. Product did not have patient contact with the eye. Additional information states that the tip(end) of the lens did not look right, iol seemed defective and the lens would not advance to the end. No further information provided.